Manufacturer narrative:
Covidien reference: (B)(4). Date of initial report: (B)(4) 2012. The site has indicated that the incident generator will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a non-covidien cautery pencil caught on fire during a breast surgery and caused a burn to the patient. The injury is described as very mild with no treatment necessary. No other materials caught on fire. The customer had the generator inspected afterward by a 3rd party. The unit was found to be fully functional and all measurements were well within tolerance, so the site does not feel there is any need to return the generator to covidien for evaluation.